Event description:
It was reported that the user experienced low glucose readings on a freestyle libre 3 with a confirmatory fingerstick of 77 mg/dl after a meal announcement while using the ilet bionic pancreas, and the user treated the hypoglycemia with oral carbohydrates. Symptoms included hypoglycemia. Outcomes included recovery after self-treatment with oral glucose without the need for emergency care or hospitalization. Investigation included troubleshooting and education provided by support, including guidance to treat lows and a recommendation to consult a clinician about potential pump factory reset to allow relearning of insulin needs. Investigation of this case revealed no device malfunction reported and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.